Manufacturer narrative:
This investigation is currently ongoing, and additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the event. This report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received via email on 10july2025 from a artivion representative, I received a call today from a customer about a16mm sgpv that was implanted (B)(6) 2025 at (B)(6) hospital. The surgeon believes that the valve was dilated much more than what he normally sees on the post op CT. He is removing the valve today and replacing it. I have attached pictures of the coa as well as the CT scan that he is referencing.

Event description:
According to the initial report received via email on 10july2025 from a artivion representative, I received a call today from a customer about a16mm sgpv that was implanted (B)(6) 2025 at (B)(6) hospital. The surgeon believes that the valve was dilated much more than what he normally sees on the post op CT. He is removing the valve today and replacing it. I have attached pictures of the coa as well as the CT scan that he is referencing.

Manufacturer narrative:
This investigation is relegated to sgpv00, serial number (B)(6).: with the allegation of dilatation. The certificate of assurance for pulmonary valve & conduit sg (B)(6). Was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes per qs3001, cardiac graft attributes. During the final inspection of this graft, the dilator should fully occupy the valve orifice at the level of the basal ring and should fully engage the annular circumference at the basal ring and fit without distention. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector's training records were reviewed, and the technician was found to be appropriately trained at the time the task was performed. No findings were identified that could have contributed to the reported event. No further action is needed. Per the information available a 16mm synergraft pulmonary valve and conduit homograft was implanted on (B)(6) 2025 in a pediatric patient and explanted approximately 10 days later on (B)(6) 2025 due to reported dilation. It is unknown as to the size and type of valve that was implanted to replace the explanted homograft. The explanted tissue was not returned to artivion and therefore could not be examined. Currently we do not have an implant summary card for this homograft in our database, implant or explant operative notes, patient demographics or medical history, so it is unknow as to why and where this homograft was implanted. The cardiac homografts undergo inspection and sizing by the dissector as well as by the inspector prior to final packaging. All sizing is performed on the valve in an unpressurized state (i.e. Not under systemic pressure). Per the certificate of assurance for this valve, it was measured and packaged to be a 16mm valve. We do not know what the valve diameter was in situ after initial implant under systemic pressure. A post-op CT image of the valve prior to explant was provided, but it is not noted as to the extent/measurement of the homograft prior to explant. Of note, a post-implant (or) image was not provided for comparison. The cardiac instructions for use (IFU) includes a list of know adverse events that could result in a reoperation. Reoperation in the pediatric cardiac patient population is not an unexpected occurrence. Further details related to this surgery are unknown, including the size of the replacement valve. There is limited information available to determine the root cause for the reported dilation and any relation to the homograft/donor. Adequate precautions are provided in the labeling regarding potential known post operative adverse events that could result in reoperation. The sg cryopreserved human tissue a/dfmea was reviewed. The reported event is addressed in hazard step/item #s d.42: 2b. The sg cryopreserved human tissue pfmea was reviewed. The reported tissue was not returned for evaluation. A review of the tpl report for sid#(B)(6) found no related issues. There is limited information available to determine the root cause for the reported dilation and any relation to the homograft/donor. Adequate precautions are provided in the labeling regarding potential known post operative adverse events that could result in reoperation. The reported event will continue to be monitored for trends. No updates to the rmf are needed in response to this complaint. Risk has been reduced as low as possible and overall residual risk is acceptable. A root cause for the reported event could not be made. All attributes identified during inspection were documented appropriately on the certificate of assurance. No findings were identified that could have contributed to the reported event. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. Field assurance will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion. Report: (B)(4) was filed by the user facility pertaining to this event.

Event description:
According to the initial report received via email on 10july2025 from artivion representative, I received a call today from a customer about a16mm sgpv that was implanted on (B)(6) 2025 at (B)(6) hospital. The surgeon believes that the valve was dilated much more than what he normally sees on the post op CT. He is removing the valve today and replacing it.